Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.

Event description:
It was reported by the clinician that they were performing a declotting procedure on a male pt. During the procedure, the motor on the rotator drive unit began to slow down while in use. At which time, the physician turned it off and tried to pull it back out of the pt through the sheath, but it would not move. He pulled the device very hard until it broke. The wire and catheter part of the device came out of the pt, but the tip was missing from the basket. The site was dressed with biuoclusive and the pt was taken to the operating room. The tip was successfully removed.